Event description:
It was reported that the lead exhibited an increase in capture threshold. Fluoroscopy revealed externalized conductors. The lead was explanted and replaced. The patient recovered with no problems.

Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 25.5-27.2cm from the distal tip. The etfe coating was damaged during the explant procedure at this location.